Event description:
It was reported that the lead perforated. The system was explanted and not replaced as the physician felt that the patient no longer needed the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching and apparent explant damage.